Event description:
A customer reported experiencing ongoing intermittent occlusion alarms eventually requiring hospitalization before (B)(6) 2025, exact date unknown. The customer was taken to the hospital via ambulance and was admitted to the intensive care unit with a blood glucose level around 900 mg/dl with ketones that were not identified as life threatening. Treatment with of intravenous fluids of saline and insulin resolved the issue, and the customer was discharged after four days. The customer changed pump supplies and successfully resumed insulin therapy. However, due to the ongoing nature of the occlusions the customer reverted to an alternate method of insulin therapy.